Event description:
The device was used during a vats procedure. Reportedly, the staples did not form properly. The surgeon enlarged the incision and applied suture. The hospital has reported the patient's condition is satisfactory.